Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer requested assistance for programming the insulin pump. Customer was reminded to review the insulin pump settings on previous insulin pump prior to programming the replacement. Customer was advised to follow up with healthcare professional if current settings need to be changed. Customer stated that she was okay and no need to troubleshoot as she was able to use insulin pump. Customer was assisted with insulin pump programming, customer was using the default information on bolus wizard, advised to speak with her doctor on the information that she would need to make the adjustments under bolus wizard, ending a canister to send back the transmitter that is being requested of her, explained that there should be no other devices on the box as it should be the old insulin pump only. The insulin pump was not returned for analysis.